Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k257 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k257 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). (B)(6). (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a tubing leak after the photoactivation phase was completed. The customer stated approximately 1500ml of whole blood had been processed, and the leak was coming from the saline tubing. The customer reported the ecp treatment was completed and blood was returned to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and did not return product for investigation